Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device did not have the normal smooth firing sequence. Case completed with another device of the same product code. There was no pt consequence.